Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to h4, information was inadvertently not included on the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: 1) during the output activation in seal & cut mode, the probe was contacting hard tissue, metal objects or surgical instruments. 2) due to ultrasonic vibration, the coating of the probe peeled off. Also, scratches were generated. 3) a force to activate the output in seal & cut mode, or a force to grasp the tissue was applied to the probe. Therefore, cracks were generated at the scratched area. 4) a force was applied to the probe causing it to break. The following information is included in the instructions for use (IFU): ¿the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone.¿ ¿do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities.¿ olympus will continue to monitor the performance of this device.

Event description:
The customer reported the tip of the front-actuated grip type s thunderbeat broke off during a therapeutic laparoscopic hysterectomy procedure. No error messages were displayed. There was no delay and another device was used to complete the procedure. There was no impact on the patient and no intervention was required. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the probe check failed and error code u509 was displayed. The report is being submitted due to the failed probe check and error message found during evaluation.

Manufacturer narrative:
Two thunderbeat front-actuated grip type s devices from the same lot were returned. Please refer to the following reports: patient identifier of (B)(6) is related to model number: tb-0535fcs, serial number: (B)(6). Patient identifier of (B)(6) is related to model number: tb-0535fcs, serial number: (B)(6). The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaint was confirmed and the probe was found to be detached when the distal end was inspected using a microscope. The missing piece was not returned for evaluation. Also, evaluation found that both switches were checked and found to be functional. A visual inspection was done and there was some tissue build up. The teflon pad was inspected and found to have normal wear, no metal exposed, and no abnormalities. The wiper movement and consistency of movement of the handle and jaw were normal. The handle load was normal and the rotation of the knob torque was normal and smooth. This event is under investigation. A supplemental report will be submitted upon receiving additional information.